Manufacturer narrative:
Review of the provided data confirmed that the positive sars-cov-2 results were true positive results. The CT value generated for both positive runs suggests that the sample is low titer. Samples that are low titer can generate wavering results upon repeat.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results with a single patient using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged sample initially generated sars-cov-2 positive, influenza a negative, and influenza b negative results. The same sample was repeated on the same device and generated negative results for all three targets. A new sample was collected and tested on the same device as sars-cov-2 positive, influenza a negative, and influenza b negative results. It is unknown if the results were reported. No harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.